Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture. This rv lead was explanted and replaced. No additional adverse patient effects were reported. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.